Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: a visual and microscopic examination identified distal stent damage. Two struts on row 6 from the distal edge were raised distally. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
This complaint is now reportable based on the analysis completed on (B)(6) 2010. It was reported that during a coronary drug eluting stenting treatment procedure the device was unable to cross the lesion. The 85% stenosed left anterior descending artery (lad) was predilated with a non bsc balloon and then a 3.00x28mm taxus liberte stent was advanced to the lad but was unable to cross the lesion. The procedure was successfully completed with a 3.0mm non bsc device with no patient complications reported. However, returned product analysis revealed stent damage.